Event description:
Additional information was received and stated that there was no reported patient harm. No medical intervention was necessary. No broken fragments were retained in the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 02.226.224 lot number: 7959p36 it was electronically reviewed and the following non-conformance has been observed: jbl-nr-0025080 documents in fauf and babtecq do not match. No non-conformances /manufacturing irregularities related to the malfunction were identified. The product was released on: 24-nov-2023 manufacturing site: jabil grenchen if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent hallux valgus correction on (B)(6) 2024. Proper surgical technique was used, but the screw had great difficulty in being inserted in the cortical, which generates a risk of fracture or that the screw does not have a good grip of the osteotomy. The surgery ended successfully. There was an increase of the surgical time and prolongation of the anesthesia for approximately fifteen minutes. This report is for a 2.4mm headless compression screw-short thread 24mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.